Event description:
Patient was treated at hospital for hyperglycemia. Patient reports just before going to the hospital that the pump had been alarming a low battery and was in stop. Pt did not hear the alarm because patient works in maintenance. Suspect device was being worn at the time. Device not returned for evaluation.